Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a simplicity procedure, a third degree burn was noted at the grounding pad site. The burn was treated with silver sulfadiazine cream and antibiotics which healed the skin.